Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. Reportedly, the procedure was done under local anesthesia. According to the complainant, the patient is experiencing sever rectal pain post procedure. Magnetic resonance imaging (MRI) images looked like the gel was in the rectum. No colonoscopy was performed. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.